Event description:
Note: event date is unk. It was reported to boston scientific corp that a gold probe hemostasis catheter was used during a colonoscopy procedure (pt age unk; however, over 18 yrs). According to the complainant, the probe would not cauterize. The procedure was completed with another gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).